Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the 3d scan stopped during the acquisition. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
Correction: type of procedure inadvertently left off initial medical device report (MDR) which was a spinal fusion. Additional information: upon follow up, it was reported that the imaging scan was restarted, resolving the issue at the time of procedure. The medtronic representative was unable to provide the dose report as it had been deleted.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information. Suspect hardware issue since the log provided shows a generator error occurred.